Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set up) and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental will be filed at the completion of the investigation.

Event description:
A user facility reported a saline bag back filled during recirculation mode. A patient was not connected to the machine at the time of the incident. The machine is currently being repaired. No sample is available for manufacturer evaluation.

Manufacturer narrative:
On-site (field) investigation was not performed as this was a technical support (ts) call and information was provided during ts. During follow up, customer confirmed that the reported filling program and filling of saline bag issues could not be duplicated. Device functioned as expected and was returned to service without further issues. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the device history report review confirmed the labeling, material, and process controls were within specification.